Event description:
Event description guidant received information that the patient with this right ventricular lead fell down at home. The patient saw his physician who discovered intermittent loss of capture and performed a revision. During the revision, the physician confirmed intermittent loss of capture and varying impedance measurements on the lead. A chest x-ray did not reveal any signs of fracture and a visual inspection did not reveal any damage to the lead body or pin. The patient is not pacer dependent.